Event description:
It was reported that balloon rupture occured. The target lesion was located in a iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 3 seconds, the balloon ruptured and the contrast media was found leaking from the proximal cone part of the balloon. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 11mm proximal of the proximal markerband. An examination of the balloon material and markerband identified no issues. A visual and microscopic examination observed no issues with the tip of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occured. The target lesion was located in a iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 3 seconds, the balloon ruptured nad the contrast media was found leaking from the proximal cone part of the balloon. The procedure was completed with another of the same device. No patient complications were reported.